Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the absence of no delivery alarm. Customer also reported a kink site which resulted in prolonged high blood glucose. The blood glucose levels were not included in the report. Nothing further was reported.